Event description:
On (B)(6) 2015 the physician reported to the therapeutic consultant that the patient believes she has the ability to turn the device off by taping the magnet over the device; the patient believed that even after the magnet was taken off she had the ability to keep the device at 0. It was noted by the office that the patient would do this for tolerability issues in the past. The consultant stated that she had looked through the handheld data for the physician and that the device was set to 0.0 ma on multiple occasions, (B)(6) 2015 and (B)(6) 2014. In both cases the device was turned back on following being put to 0.0 output current. The nature of the tolerability issues is not known. Good faith attempts for further information from the physician were unsuccessful.

Event description:
Additional programming history was received from the physician on 3/31/2016. The patient's device was intentionally disabled on (B)(6) 2015 but then programmed back on by (B)(6) 2015.

Event description:
On (B)(6) 2016 it was reported that the vns was turned off after the patient reported holding the magnet over the device for 24 hours. Additional programming history was received through 10/14/15 which showed no anomalies.

Manufacturer narrative:
Describe event or problem; corrected data: review of the patient¿s programming history showed that there was sufficient history of multiple instances of the device being intentionally disabled indicating that the device did not spontaneously change its settings. Therefore, the event should not have been reported.

Event description:
Review of the patient's programming history showed that there was sufficient history of multiple instances of the device being intentionally disabled indicating that the device did not spontaneously change its settings. The device was disabled on the following dates according to the programming history; (B)(6) 2010, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015.